Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex round moderate profile 425cc saline breast prosthesis, catalog #3542670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 425cc saline breast prosthesis that deflated after implantation. Patient went to the emergency room where the deflation was diagnosed by a visual exam and a physical exam. In addition, patient reported feeling pain in the left breast. Patient underwent a bilateral explantation procedure on (B)(6) 2018. The explantation procedure caused the patient to develop a hematoma which required a second operation. The patient was hospitalized for three days following this procedure. Patient did not receive replacements for her explanted breast prostheses.

Manufacturer narrative:
The device history record (DHR) of lot number 5709587 was reviewed on 6/6/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).